Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27sep2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator would not power on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 27sep2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power management board and flow sensor to address the finding. The device passed performance verification testing and was returned to full functionality.